Event description:
It was reported that the patient experienced an ischemic stroke. Diagnostic testing showed redemonstration of wedge shaped hypodensity left occipital lobe, concerning for acute infarct essentially similar to CT performed earlier during the day but new since exam from (B)(6) 2021. Some additional hypodensities in left high frontal and right high parietal lobes, new since prior cta from (B)(6) 2021. These are indeterminate but most likely represent developing infarcts. Symptoms included dizziness and temporary loss of vision. By (B)(6) 2021, symptoms had diminished and the patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a mini neurologic event. There were no left ventricular assist device (lvad) alarms triggered and the patient was in stable condition.